Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a case the site took their initial navigated scans and transferred them to the navigation system without issue. The screws were placed and a confirmation spin was taken, the system was able to take 2d scans. Although, when the site went to initiate the 3d spin, nothing occurred. The representative (rep) logged into the hospital user and looked at some things on the mobile view station (mvs).  Another spin was tried and a message stating the spin was going to be non-navigated popped up. It was noted that this was expected because the navigation system had been disconnected since the initial spin. The site pressed okay and went to initiate the spin but nothing happened again. The rep looked at more things in the tech service console and then they were able to take the spin. No patient impact and the issue caused a less than 1 hour delay.